Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported problem. The fse reloaded the software, collected the log files and ran the machine. The fse performed functional testing and safety check to factory specifications. The iabp unit passed all functional and safety tests per factory specifications; was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) was not augmenting and there was no pressure source. No adverse event was reported.